Manufacturer narrative:
As alleged, the patient experienced infection and discomfort at the surgical site several months post implant of 3dmax mid left mesh. The mesh remains implanted at this time and the wound is being managed with wound irrigation. Based on the information available to date, no conclusions can be made as to the degree to which the implant may have caused or contributed to the patient's delayed postoperative infection. No lot number has been provided; therefore, a review of the manufacturing records is not possible. The adverse reactions section of the instructions-for-use supplied with the device lists infection as a possible complication. Regarding infection the warning section states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the mesh". Note: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As alleged, the patient underwent a procedure in may 2025 and was implanted with a 3dmax mid left mesh. As reported several months post implant the patient experienced a delayed infection. The wound is being managed with wound irrigation and the patient is currently having "discomfort at the surgical site, that seems to be infected" and is planning to investigate and consider treatment options.